Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty encountered inserting the device into the patient vessel was not confirmed as there was no abnormal observation with the condition of the returned device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous coronary intervention to treat instent restenosis of a medium iva (anterior interventricular) artery, arteriotomy closure of a moderately calcified right femoral artery was attempted using a perclose proglide device. Reportedly, during proximal movement of the device, strong resistance was experienced and it was not possible to move the device forward. With strong resistance it was possible to advance the device. After inserting a guide wire in the lateral access, the device was retrieved from the anatomy. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. It is unknown if the operator was trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The right common femoral artery was reportedly moderately calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established, in patients with femoral artery calcium which is fluoroscopically visible at the access site.